Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system and confirmed that the gantry motor was not aligned properly, causing the system door not to close and fail to complete motion calibration. The representative properly aligned and verified the system functions as intended. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the gantry on the imaging system was misaligned which prevented the system from completing a motion calibration. The representative re-aligned the gantry and was able to complete the calibration. There was no patient present when this issue was identified.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.